Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hypotension and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed to report the pericardial effusion requiring surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the atrium when the patients blood pressure dropped. A pericardial effusion was noted. The cds was removed and pericardiocentesis was performed however bleeding continued therefore the patient was sent to surgery to repair the mitral valve and treat the effusion. The patient was stable post surgery. No additional information was provided.